Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not display etco2 readings when plugged in. The user indicates it appears the port is damaged and will not allow the probe to sit into the port correctly. The user attempted to resolve with multiple known good etco2 probes. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.